Event description:
It was reported, that two days after implant. This right atrial (ra) lead exhibited dislodgement. A lead revision was performed. The ra lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The lead was disposed of by the hospital.